Event description:
Multiple complaints have been received regarding alcohol prep pads being dry upon opening. The following are the dates, units, and magnitude of the complaints. A progressive care nurse noted using 3 prep pads on a single patient before the fourth pad have enough moisture to complete the job. Lot numbers were not noted. An orthopedic nurse noted dryness in alcohol prep pads over the course of 2-3 weeks. Lot numbers, again, were not recorded. Pre-op/pacu nurse noted dryness in alcohol prep pads over the course of multiple weeks. Manufacturer response for pad, alcohol, device disinfectant, webcol (per site reporter). The manufacturer was notified via purchasing department. Response is uncertain. Manufacturer response for pad, alcohol, device disinfectant, webcol (per site reporter). The manufacturer was notified via purchasing department. Response is uncertain. Manufacturer response for pad, alcohol, device disinfectant, webcol (per site reporter). The manufacturer was notified via purchasing department. Response is uncertain.